Event description:
It was reported that the clock on the customer's device was losing time and the power button was unresponsive. There was no reported impact to the customer's blood glucose level. The customer declined follow-up with technical support, and no additional information regarding actions taken was available.